Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation. The right ventricular lead exhibited low impedance. X-ray revealed an insulation anomaly. The lead remained implanted.